Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) to perform the analysis. The usm was analyzed and the reported failure was confirmed. The usm was tested on an in-house system in normal mode, where errors 23068 and 1173 were triggered. The usm was tested on a patient side cart fixture test platform (pftp), where multiple tests failed. A golden instrument sterile adapter (isa) was installed, and the unit passed the tests. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. The device was returned for investigation; however, the evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the biomedical staff contacted the technical support engineer (tse) and reported arm 3 on the patient side cart (psc) went down in the middle of the case and the customer switched to arm 4. The customer was able to complete the case. The biomed informed that the customer did not plan on using the system until the issue with arm 3 has been addressed. The customer connected system to onsite and logs for current power cycle were showing a 23068 error on universal surgical manipulator (usm) 3 axis 4 - sensor latency error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the procedure was completed robotically using three arms.